Manufacturer narrative:
The product is reportedly still implanted, and therefore cannot be returned. Available information is insufficient to permit a conclusion to the cause of the event. Part and lot identification is necessary for review of device history records and complaint history, neither were provided. Without the opportunity to examine the complaint product, root cause cannot be determined. Condition is addressed in the package insert. Known inherent risk of procedure , device not returned , inconclusive-root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had a right shoulder procedure on (B)(6) 2014. The patient has since had partial axillary nerve palsy with regression.